Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patients effect of cardiac arrest and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director. The reviewer noted that death was reported in a context of multi-organ failure 2 days after a successful clip implantation. The death was related to patient comorbidities with no device contribution to the event. Based on the information reviewed, the reported patient effects of cardiac arrest and subsequent death appear to be related to patient conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed to report the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that this was a very sick patient with multiple comorbidities. Two clips were successfully implanted, reducing the mr to 1-2. On (B)(6) 2016, the patient had multiple end organ failure leading to cardiac arrest, unrelated to clip, and died. The clips were confirmed to be stable. It is the physicians opinion that the death was related to the patients pre-existing condition, and there was no suspected link between the death and the mitraclip device. No additional information was provided.